Manufacturer narrative:
No UDI is applicable for this product with serial number (B)(4). Manufacturer's ref. No:(B)(4). It was reported that the patient interface unit (piu) was restarted and it resolved the issue. The case continued successfully. System is operational. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that a patient underwent a procedure with a carto 3 rmt system. The population of an error message (8) preventing pacing was reported. The patient interface unit (piu) was restarted and the issue was resolved. The procedure was continued without patient consequence. The response received clarifies that the issued occurred during emergency pacing. The pacing lead was connected to the direct stimulator port. The micropace stimulator was being used. This event is being assessed as a reportable malfunction. Even though catheters are not intended for emergency pacing, the physician may choose to use the catheter to pace the heart when emergency pacing is needed. There is risk to the patient if the catheter is not able to pace during an emergency. Awareness date is being reset to (B)(6) 2017 based on additional information received on that date which revealed the issue occurred during emergency pacing.